Event description:
It was reported "rn went to flush patients capped line and when flushing saline, saline shot through onto patients face. Tubing breakage occurred through port extension. Port de accessed, provider notified. Port re accessed, patient cultured." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.